Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary ==> the device associated with the reported event was not returned. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article was received entitled "ten-year follow-up of a rotating-platform, posterior-stabilized total knee arthroplasty". Literature article "ten-year follow-up of a rotating-platform, posterior-stabilized total knee arthroplasty" by morteza meftah, md, amar s. Ranawat, md, and chitranjan s. Ranawat, md published by the journal of bone and joint surgery http://dx.doi.org/10.2106/jbjs.k.00152 was reviewed. The article purpose: to investigate the long-term clinical and radiographic results and the survival rate for the pfc sigma rp implant. The article reports: the final study population consisted of 89 patients (106 knees). Of the eighty-nine patients in the final cohort, eighty-five had a good to excellent result according to the knee society pain score. 15 knees had post-operative pain. Ten knees had asymptomatic crepitation, and four knees in three patients had symptomatic, painful crepitation requiring scar excision. Scar excision was performed with use of open arthrotomy, and all three of these patients had good recovery of knee function. There were a total of three revisions total: one knee underwent a two-stage reimplantation for the treatment of infection, and two knees underwent revision arthroplasty for the treatment of traumatic supracondylar femoral fractures. Implants were cemented although the manufacturer was not disclosed. Patellar resurfacing was routinely conducted. Depuy products involved: pfc sigma rp. Complications: pain (19), crepitus (14), surgical intervention (3), medical device implant removal (1), post-operative femoral fracture (2), infection (1).